Manufacturer narrative:
Batch review performed on 25 march 2019: resurfacing patella instrument set ref 11.00005, lot 186526: (B)(4) items manufactured and released on 07-aug-2018. Expiration date 2023-07-19. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, with three other similar events registered (B)(4). As regards the (B)(4), this is the 5th case of breakage of the involved part of the instrument (spikes), the complaints in object are the three listed above for the same set lot, in addition to complaint (B)(4) (set lot 188366) and to the current case. Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the cementation, the surgeon removed the patella clamp and discovered that 2 out of 4 spikes of the base insert for the patella clamp were broken. The surgeon was able to retrieve the broken pins from the patient body.